Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained from three levels of non-vitros biorad quality control processed using vitros tsh reagent lot 6830 on a vitros 5600 integrated system. The assignable cause of the event is suboptimal calibrations. The cause of the suboptimal calibrations is unknown, however the issue appears to be isolated to the calibrator pack in use. Although the calibrations passed, the signals were consistently on the low end of the acceptable range suggesting suboptimal calibrations. The customer obtained acceptable results after using a new tsh calibration pack in combination with the same vitros tsh lot 6830 reagent pack that was in use. As higher than expected results and results within expectation were obtained using the same vitros tsh pack (sequence # 5205) a pack related issue is not a likely contributor to the events. The biorad qc fluids were not a likely contributor the event as the same fluids were performing as expected on an alternate tsh lot, as well as on vitros tsh lot 6830 after performing a calibration using a new tsh calibrator pack. A complaint review did not identify an ongoing vitros lot 6830 issue. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 6830. There was no indication that the vitros 5600 integrated malfunctioned. Although precision testing was not conducted around the time of the event to verify instrument performance, an instrument issue is not likely as the customer obtained acceptable results using an alternate lot of tsh as well as this lot of tsh with no actions performed on the analyzer. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that higher than expected quality control results were obtained from three levels of non-vitros biorad quality control processed using vitros tsh reagent lot 6830 on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained using a non-patient quality control fluid. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).